Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing. Five lead failure predictor episodes of less than (B)(4) milliseconds v-v cycle were recorded on (B)(6) 2013 and (B)(4) lifetime ventricular-short interval counts (v-sics) occurred since (B)(6) 2013. Additionally, the lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.